Event description:
It was reported the physician believed the patient might have an infection. The patient was hospitalized. The pump was delivering lioresal. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).